Event description:
Covidein received a report from a biomedical engineer stating that the n-560 initially did not have any audio. The biomed was able to raise the volume of the pulse tone and alarm, and eventually did get a faint tone. There was no report of patient involvement or harm. The biomed had replaced the speaker, but this did not resolve the issue. The customer states that the serial number of this n560 was illegible and could not longer be read; the back label states the year 2007. Caller declined to return product to covidien for evaluation.

Manufacturer narrative:
N-560 operator's manual contains: caution: if any indicator or display element does ot light, or the speaker does not sound, do not use the n-560. Instead, contact qualified service personnel, your local nellcor representative, or nellcor's technical services department, (B)(4). Caution: during post (immediately after power-up), confirm that all display segments and indicators light, and the speaker sounds a 1-second pass tone.